Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for and gastrointestinal/pelvic floor. It was reported that patient was just implanted on friday and their symptom had not improved. The patient did not feel stim while therapy was on. During the call, patient did not see the lightening bolt , patient was able to turn the implantable neurostimulator (ins) on and increase stim. Patient would see if this helped with symptoms. Patient had follow up appointment in may. At about a week more later, the patient¿s family further reported that they changed the settings because the device was not working over the weekend. They tried to increase stim but actually shut it off instead. They turned device back on and put it up to 3v because it had not been working since patient had the implant. It was also reported that patient had appointment on tuesday and they lowered stim down to 2v because they really did not know anymore as to how to do it because they did it wrong (caller meant they did not know what they were doing) and so it had not worked at all. They went to the healthcare provider (hcp) on the day of this call and was told to call the manufacturer to get assistance in increasing stim up some more, because at 3v it did not give patient any sensation and it still did not work. During the call, it was confirmed that the implant was on and patient was at 2v. They increased stim to 3.2v and patient stated it felt like ¿hitting on a nail¿. They decreased stim down to 3v and patient reported stim feeling was comfortable. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the "device not working" was for their spouse's symptoms. They were going through a lot of pads and had made several adjustments, but it still wasn't helping them.